Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer received information alleging black particles in the humidifier of a rep dreamstation auto CPAP. The end user alleges there were black particles in the humidifier. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.